Event description:
It was reported that a patient underwent a cardiac ablation with a carto vizigo¿ 8.5f bi-directional guiding short sheath ¿ small and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. During transseptal, blood pressure dropped after advancement of wire and vizigo short. After drainage, the patient underwent cardiac surgery. Ablation was not performed before pericardial effusion was identified. The physician's assessment on the involvement of health hazards and the product is causally related to the product. No abnormalities observed prior to or during use of the product. Additional information was received on 25-jun-2024. The outcome of the adverse event was improved. No ablation was performed. The issue was found prior to use the generator/pump. No error messages were observed. Additional information was received on 26-jun-2024. During cardiac surgery, a cardiac perforation was observed on the left atrial appendage side of the left atrium. Patient has fully recovered; however, required extended hospitalization. Originally scheduled to be discharged the day after the ablation procedure, the hospitalization was extended because of the cardiac surgery.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000355 and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).